Event description:
It was reported that the user had been off the ilet for three days due to unavailable sensors, did not use backup therapy or bg run mode during that time, then paired a new dexcom g7 and observed a glucose reading of 300 mg/dl before completing a supply change at a confirmed cd site, consistent with a usage issue rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method and failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.